Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been treated in hospital with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 30 mg/dl while wearing the pod between 37 and 48 hours. The patient was using the omnipod dash pod and the freestyle libre 2 sensor in a closed-loop, which is considered off-label use. It was reported that the freestyle libre 2 sensor indicated the patient's blood sugar level was 200 mg/dl, instead of 30 mg/dl as indicated through a blood test, which resulted in the pod delivering more insulin and subsequently led to hypoglycemia. The patient lost consciousness and woke up in the hospital. The patient was treated with intravenous glucose and was discharged on the same day. Abbott has been informed of the reported event.